Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). A field service engineer (fse) replaced the sipper and vacuum nozzles, the sipper tube assembly, and the pinch valve tube. For verification, a precision check, calibration, and qc were completed, and all passed. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect na-k-cl for gen.2 (chloride) and sodium electrode results from the cobas c 303 analytical unit. Exact patient results were requested but not provided. The customer alleges that they are receiving high chloride and sodium results that repeat 6 mmol/l lower when tested on a second analyzer. The results from the second analyzer are deemed correct.